Manufacturer narrative:
Date rec¿d by MFR: 29may2019. A purchase order is required for the evaluation of this ventilator since it is no longer under warranty. The customer did not approve the purchase order. The customer declined service and requested to cancel the service request for this ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports oxygen leak. No patient/user harm reported. Event date not specified; estimate used.